Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered.   The procedure was indicated due to coronary artery disease. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 32 x 2.25mm taxus liberté stent was advanced to treat the target lesion, however, resistance was encountered and the device was unable to cross the lesion. The catheter was completely removed from the patient. No patient complications were reported. However, returned device analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found no defects on the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. An examination found the hypotube was broken approximately 230mm distal from the strain relief. An examination found that there were various hypotube kinks along the length of the unit with the most severe 15mm distal to the break site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).